Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the end tip of the irrigator broke during a procedure. There was no delay, no medical intervention, and no adverse consequences.